Manufacturer narrative:
Investigation result: the system tube (shaft) of the optics is bent. Cracks and broken rod lenses are visible in the rod lens system. The image is blurred and foggy due to the broken rod lenses. The distal end is chemically damaged but intact. Residues are visible behind the distal cover glass, which are attributable to mechanical overload (over bending) of the shaft and the broken rod lenses. The damage found cannot be attributed to a manufacturing/production defect. The optical shaft was subjected to mechanical overload (excessive bending), which resulted in the breakage of one or more rod lenses. This has a negative impact on imaging. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint (B)(4).

Event description:
It was reported that the image is blurred and dark. Cannot adequately see tissue. No negative impact in state of health reported.